Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction of b30 (scope communication error code) and had no image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the nozzle had foreign objects. The probable cause of the b30 error code and no image was corrosion on the plug unit caused by water leakage from the scope connector. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Foreign material is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual document no.: (B)(4), rev.: 01, section: chapter 3 preparation and inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed scope communication error code b30 and had no image. The event occurred during inspection for use. There were no reports of patient involvement.